Event description:
It was reported that during a supply change the ilet session timed out, and when the user attempted to resume by pressing and holding at the fill tubing step, an ¿unable to proceed¿ alert occurred; the issue was resolved only after the user changed all infusion supplies, consistent with an infusion set/connector-cartridge delivery problem and consecutive stalled motor events. Symptoms included interrupted insulin delivery with potential for hyperglycemia risk, though no adverse clinical effects were reported. Outcomes included successful restoration of therapy after supply replacement, user education on re-starting the process, and shipment of replacement supplies. Investigation included technical troubleshooting with the user and collection of supply lot numbers for the contact detach infusion set, cartridge, and connector. Investigation of this case revealed that the motor had consecutive stalls linked to the infusion set and associated disposable components, and the occlusion-like condition cleared after supply change. It was concluded that the event was attributable to disposable supply-related delivery resistance leading to stalled motor behavior, with device function restored after replacement of the consumables.